Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: review of the black box data did not reveal any records of pump reboot(s). The pump and the returned battery cap were intact without damage. The returned battery cap was evaluated and found to be within the required measurement specifications and the cap secured properly to the pump to maintain electrical connection. On investigation, the pump powered on normally without any power issues. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm or duplicate the power complaint and the pump was found to be operating within the required specifications without malfunction.